Event description:
It was reported by the rep that the (1) tim20 was used during a vascular procedure. It was reported that the surgeon stated that the clip applier was very difficult to fire and was malfunctioning. The rep reviewed the reload alignment with md and told the surgeon the device would be sent in for evaluation. The case was finished with another clip applier. There was no pt consequence.